Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pc was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.